Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed bad sensor. The customer's blood glucose reading was 337 mg/dl at the time of incident and went to 400 mg/dl. Troubleshooting found that the customer was not adhering to the calibration recommendations and advised to calibrate 3 to 4 times per day. Troubleshooting also found that the cannula was bent.